Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by nausea, vomiting, low-grade fever and abdominal pain, which warranted hospitalization and antibiotic therapy. The pdrn stated the definitive cause of the peritonitis is unknown. However, per the pdrn, the events are unrelated to the utilization of any fresenius product(s) or device(s). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no allegation or objective evidence indicating the liberty select cycler or liberty cycler set caused or contributed to the serious adverse events experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
A patient contact for a peritoneal dialysis (pd) patient reported that the patient has a second episode of peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient only experienced a single episode of bacterial peritonitis (initially two were reported) and was hospitalized on (B)(6) 2019 through (B)(6) 2019. The discharge summary states the patient presented to the emergency room with nausea, vomiting, abdominal pain and a low-grade fever (99.2). A gastric emptying study was performed on (B)(6) 2019 to assess the abdominal pain, nausea and vomiting for a potential gastrointestinal cause, however the study results were normal. A peritoneal effluent fluid cell count collected on (B)(6) 2019 revealed an elevated white blood cell (wbc) count of 386 /cumm, and the patient was treated with intraperitoneal (ip) fortaz 1 gram daily and vancomycin 1 gram daily for a total of two weeks. The pdrn stated despite multiple attempts, the hospital has not furnished any culture results to date. The pdrn stated the cause of the bacterial peritonitis is unknown, and the patient did not report any breaches of aseptic technique. However, per the pdrn, the cause of the bacterial peritonitis is not associated with any fresenius product or device, otherwise their use would have been discontinued. The patient continued pd therapy while hospitalized and continues to perform ccpd therapy utilizing the same liberty select cycler as before the hospitalization.